Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room, endocarditis was observed. An echocardiography confirmed growth on the leads. The patient contracted endocarditis and the source is unknown. Physician did not allege that the infection was system related. Device and leads were explanted. Patient was stable prior, during and post procedure.